Event description:
During a carotid stenting procedure, the pt experienced slow flow after stent placement. Several hours following the procedure, the pt had a transient period of confusion and facial droop. Which resolved shortly afterward. The pt was also monitored in the ICU for transient hypotension, which was treated with dopamine. The pt was discharged in 2008. The pt expired at home on twelve days later. The pt is a female with a history of advanced coronary artery disease and crescendo transient ischemic attacks, referable to the right internal carotid artery (ica) distribution. Previous workup demonstrated a greater than 50% diameter stenosis or the right carotid bifurcation and proximal right internal carotid artery. The index procedure was performed on three days prior to original date. The physician made access to the pt in the right common femoral artery. A sheath was inserted and 5fr. Pigtail catheter was advanced into the aorta and an arch aortagram was performed. The catheter was exchanged for a 4fr. Jb2 catheter and selective angiography of the right carotid and internal carotid was performed. This revealed a 60% stenosis with associated ulcerative plaque formation. The mid to distal right ica was moderately tortuous. A 7fr shuttle catheter was introduced over the guidewire into the right common carotid artery. Seven thousand units of heparin were administered. Act was obtained and measured greater than 250 seconds. The angioguard distal protection device was advanced across the lesion and a 30mm x 9mm precise stent was placed in the lesion. A 5mm balloon was used to post-dilate the stent. There was no residual stenosis. A repeat angiogram showed sluggish blood flow in the right ica.

Manufacturer narrative:
Two add'l precise stents were deployed overlapping through the somewhat tortuous proximal to mid right internal carotid artery segment to assure luminal patency. In add'l 4mg selective right internal carotid intra-arterial t-pa and 6mg intra-arterial reopro were administered. An aspiration catheter was then pulled retrograde through the right internal carotid artery, caudal to the level of the protection device to aspirate any endoluminal thrombus. The pt remained neurologically intact. The filter device was removed without incident. A post-procedure angiogram showed no evidence of branch occlusion or endoluminal filling defect. There was brisk flow demonstrated through the stent segment without residual stenosis. The pt experienced no immediate complications. There was no change of neurological status from pre-procedure baseline. Several hours following the procedure, the pt had a transient period of confusion and facial droop. Within a short time the pt returned to neurologic baseline without subsequent sequelae. The pt was also monitored in the ICU for transient hypotension, which was treated with dopamine. The pt was discharged on original date. On the following month, the pt's daughter contacted the hospital and stated that her mother had passed away on twelve days after the original date. The daughter stated that her mother had been doing quite well since the procedure. She stated that she was sleeping next to her mother on ten days after the original date when she woke to find her unresponsive. She called the pt's pcp and they assumed that the pt had a stroke. A decision was made to just call hospice for paliative care. The pt was not taken into the hospital, so there was no diagnostic imaging or testing done. The pt expired at home on two days later. Please note that this medwatch report represents one of four cordis products involved with this event, which is associated with mfg. Report #'s 9616099-2008-0973, 9616099-2008-00974, 9616099-2008-00975.